Event description:
As the catheter was being threaded into the vein, the pushtab stopped and could not be advanced any further. The nurse advanced the rest of the catheter by threading off of the needle with their finger on the catheter hub. The device did not lock after it was removed and the needle was left exposed. There was no needlestick.